Manufacturer narrative:
Reported device not marketed in the u.s., however, similar device or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s.,k011375. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the skin was sutured with monosyn and subsequently the thread has broken on several occasions. Mostly 1 day after surgery. It is reported that the thread breaks right in the middle, not in the knot. The other medwatch forms related to this issue are: 3003639970-2022-00239 and 3003639970-2022-00252. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We have received four different cases of this code-batch regarding the same issue from the same end customer. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 67 closed samples to analyze the four cases. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 5.03 kgf in average and 4.67 kgf in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum) on the other hand, degradation test (14 days in sörensen solution at 37ºc) has been conducted with the samples received and the results fulfill b. Braun surgical (bbs) requirements (> 0.60 kgf) results: 3.15 kgf in minimum and 3.50 kgf in average. These values are in the usual range for this thread and size. We have also tested the knot security control of the samples received and the results are into the current range for this thread and size. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. As stated in the warnings/precautions of the instructions for use of the product, bringing monosyn® in contact with alcohol based or oxidizing preparations might damage the integrity of the suture. (...) When working with monosyn® suture materials great care should be taken to avoid any crushing and crimping damage of the monofilament by surgical instruments, such as tweezers and needle holders. On the other hand, as for any sutures after implantation, the following side effects mentioned in the instructions for use of the product may occur occasionally: transient inflammation foreign body reaction, transitory local irritation, granulation, stitch abscess or sinus, impaired cosmetic result and infection at the wound site. Existing infections may occasionally be enhanced by any foreign body. May not be excluded an occasional wound dehiscence, suture extrusion, failure to provide adequate wound support in closure of the sites where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing and/or delayed absorption in tissue with poor blood supply. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future

Event description:
Additional information of this case has been received. In the initial medwatch form was stated that it was reported an issue with monosyn suture. The client (veterinarian) reported that the skin was sutured with monosyn and subsequently the thread has broken on several occasions. Mostly 1 day after surgery. It is reported that the thread breaks right in the middle, not in the knot. The other medwatch forms related to this issue are: 3003639970-2022-00239, 3003639970-2022-00252. As additional information, there is also the following medwatch form related to this issue: 3003639970-2022-00321. In addition, the client reported that this case occurred in an 8 year old dog. The type of operation was a pyometra and there was wound dehiscence, stitches, abdominal hernia and infection one month later. It was reoperated and healed.